Manufacturer narrative:
The field service engineer (fse) replaced the sample syringe, verified proper function of the analyzer, and ran controls successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable ureal urea/bun results for 1 patient sample on a cobas 8000 c702 module. The initial urea result was 19 mg/dl. The repeat result was 56 mg/dl. No questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.